Event description:
Pt suffered ami [acute myocardial infarction] s/p [status post] cypher stent placement. The pt had been instructed to take plavix, did not choose to comply. Ami in setting of medical non-compliance with plavix.